Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an infection because they were trying to extend the use of the set. The customer was on a business trip which got extended and they did not have enough supplies with him. The customer's blood glucose level was about 150 mg/dl then it continued to climb to up to 400 mg/dl. The customer corrected their high blood glucose by adjusting his basal setting. The customer declined troubleshooting for the high blood glucose and the infected site. The device will not return for analysis.